Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the handle of the femoral impactor was deformed and it could not be assembled with the slide hammer during medical procedure properly.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be improper use of the device as there are excessive impaction marks in an area where impaction is not in the design intent. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection: the returned device is noted to have material deformation at the end of the handle around the threaded portion where the slap hammer engages. The deformation of the material in this area prohibits the slap hammer from engaging with the impactor as there is interference with the housing of the slap hammer rather than the required clearance to assemble. The rest of the device is in used condition with minor damages consistent with normal use. The device has experienced heavy use during its 9 years of service. Functional inspection: functional was performed with the returned slap hammer and the returned femoral impactor and the event was confirmed. The result of a material harness test performed on the returned device indicates that the hardness is hrc 45 which is within the specified drawing limits. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the handle of the femoral impactor was deformed and it could not be assembled with the slide hammer during medical procedure properly.